Event description:
A malfunction alarm, identified as malf 12, was reported. There was no reported adverse impact to the customer's blood glucose level. The customer service team provided instructions for resetting the pump and assisted the caller with the process. After the reset, the malfunction did not recur, and the customer continued using the pump, understanding to call back if any issues arose again.